Event description:
Pacemaker under [redacted] boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients' dependent on pacemaker is to have prompt generator change patient is dependent on pacemaker pacemaker generator was changed [redacted].